Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Per recall form- adverse event indicated - no reported condition stated. Per recall additional statement- "she did confirm that there were 2 occurrences with the hand switch". Leep precision intg sys lp-10-120 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 04/09/2021 under wo#'s (B)(4) and shipped on 04/12/2021. Manufacturing record review: DHR's 297983 & 296628 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #327841 on 1/28/2022. Visual evaluation/functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. *correction and/or corrective action: the units' board was updated to the latest revision under wo # (B)(4), tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. *preventative action activity: reference CAPA 744 and ecn (B)(4).

Event description:
Per recall form- adverse event indicated - no reported condition stated. Per recall additional statement- "she did confirm that there were 2 occurrences with the hand switch". 1216677 2022-00026 leep precision intg sys lp-10-120 (B)(4).